Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 6.3 cm in diameter thoracic aortic aneurysm approximately 33 months ago. Vessel and aneurysm morphology was reported as proximal neck was 34-30 mm in diameter and 27 mm in length. The distal neck was 32 mm in diameter and 34 mm in length. The right iliac artery was 11.5-14 mm in diameter and the left iliac artery was 11.5-12.5 mm in diameter. The femoral arteries were 9-10 mm in diameter. It was reported that during the index procedure was performed, however, at the end of the case there potential type iii endoleak, separation. The cause of the endoleak is unknown. The physician decided to take a wait and see approach. The physician stated that the endoleak was not related to the device or the procedure. Three days post index procedure the type iii endoleak, separation resolved without intervention. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information received updated the causality of the previously reported type iii separation endoleak. The relationship between the device and the type iii separation was updated from not related to unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (cause of event is unknown). Conclusion: (cause of event is unknown). (B)(4).